Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was over 600 mg/dl and current blood glucose level was normal. The customer's reports showed positive results for small ketones. The insulin pump will not be returned for analysis.